Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The unknown locking screw was received at the us cq. The screw was light green with a stardrive drive recess. The threads at the fluted tip and some along the shaft had been stripped away. The drive recess of the screw had been scratched up. No other issues could be identified with the returned portions of the device. The complaint was confirmed for the unknown locking screw. The screw was determined to be a 5.0mm locking screw (part # 04.005.528) based on its dimensions, features, and associated tfna nail. The screw¿s threads had been stripped and the drive recess had scratches, all consistent with implantation and explantation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces during its explantation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was not performed due to an unknown lot #. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient underwent revision surgery due to hip and femur pain on (B)(6) 2019.

Manufacturer narrative:
Date of event: unknown date in 2019. (B)(4). Investigation summary: investigation flow: the locking screw was received at the us cq. The screw was light green with a stardrive drive recess. The threads at the fluted tip and some along the shaft had been stripped away. The drive recess of the screw had been scratched up. No other issues could be identified with the returned portions of the device. Dimensional inspection: screw length: 38+0.7/0 mm. Shaft major diameter: max 4.95 mm. Measured dimensions: screw length: 38.46 mm, conforming. Shaft major diameter: 4.81 mm, conforming device(s) used: ca802. Document/specification review: drawing(s) reviewed: (current revisions) no issues. Manufacturing record evaluation: a manufacturing record evaluation was not performed due to an unknown lot #. The complaint was confirmed for the unknown locking screw. The screw was determined to be a 5.0 mm locking screw (part # 04.005.528) based on its dimensions, features, and associated tfna nail. The screw¿s threads had been stripped and the drive recess had scratches, all consistent with implantation and explantation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces during its explantation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent revision surgery due to hip and femur pain on an unknown date. Originally, the patient was implanted with the trochanteric femoral nailing system advanced (tfna) on (B)(6) 2019. X-rays were taken on an unknown date and the nail appeared bent or crooked. During the removal, a crack was seen in the surgical x-rays. Upon inspection of the removed nail, it was obvious that it was cracked but not completely broken. A new tfna construct was implanted. The surgery was completed with no harm to the patient. This is report 3 of 3 for (B)(4).